Event description:
It is reported that the surface wouldn't tilt into place.

Manufacturer narrative:
This is the only complaint for similar issues reported for this part/lot combination. The package insert instructs the user to slide the edge of the polyethylene component under the posterior lip of the base plate. The observed damage appears to indicate that the lower flange was inserted above the lip, thus preventing the device from snapping into place. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. As received, the device measurements taken were within specification. Visual examination reveals gouges on both surfaces, compression of the more heavily gouged side of the top surface, and upward distortion of the lower flange beneath that side. Manufacturing documentation was reviewed and indicated that the device was manufactured, inspected, and packaged to specification.